Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Reportedly, the device was explanted at implant because ¿it didn¿t look right.¿ report received from (B) (4) sales representative via telephone. He was notified on the 11th of may that an explant had taken place. His conversation was with the nurse, nurse stated that surgeon explanted the valve because ¿it didn¿t look right ¿ the leaflets didn¿t look right.¿ no tee was done as this was all before any testing. No additional information regarding the event was provided. Sales representative has not talked to the surgeon as he is on vacation but will talk to him next week. Device will be returned for evaluation.

Event description:
User received negative results with visual evidence of leukocytes for 2 patient urine samples. Sample 1, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 11 to 20 wbc per hpf. On (B) (6) 2010: sample 2, female, (B) (6), urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 36 to 50 wbc per hpf. Customer reported the microscopic leukocyte results for the two patient samples. No erroneous results were reported. Chemstrip 10 ua reagent/strip lot number # 23056542. Investigation is on-going.

Manufacturer narrative:
A cause for the event could not be determined during investigation. Negative and abnormal controls were run without error. A reflectance check was performed with results within specification. Upon completion of the investigation, all results were as expected.